Manufacturer narrative:
(B)(4). Concomitant medical products:11010268 biomet g7 osseoti acetabular shell 60mm lot#unk, 00-8775-036-02 zimmer 36/0 biolox ceramic femoral head lot#unk, unknown stem. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had a left hip revision surgery due to metal related pathology and approximately 1 (one) month later, the patient was treated in the emergency department for a left hip superior dislocation. The hip was reduced under sedation without issue and good alignment was achieved. The patient was placed in an immobilizer and advised to follow-up with her orthopedist. No further complications have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: there is a superior dislocation of left hip prosthesis. No acute fracture. Left iliac stent present. Left hip was easily and successfully reduced and the patient tolerated the procedure well. X-ray taken afterwards displayed good anatomical alignment of the left hip prosthesis. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.